Manufacturer narrative:
Model number is unknown. No information has been provided. G5: 510k are unknown and not provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during the device history record review. Visual and functional tests were performed. One (1) hme filter was returned for evaluation. The sample was received in unused conditions within the original package. Visual inspection confirmed that about 1/3 of the paper filter turned yellow. Also, it was confirmed that the filter housing rotates when each part is twisted. The stored sample did not rotate. The reported event was confirmed. The root cause of the reported issue determined that the event was caused by the manufacturing of the supplier. The manufacturer was notified of the reported event.

Event description:
It was reported that during a pre-use check, the customer noticed the filter looked yellowed. Also, when they twisted both sides of the connecters while holding them, the product idly turned. No patient injury was reported.